Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with the device. There are no reported incidences of trauma or health problems. The user's audiologist reported that in (B)(6) 2019 the user stopped wearing the audio processor and they were informed that the user would not have another surgery. This information was not shared with med-el personnel at that time. In 2020 the parents returned and stated that they wanted their daughter to start wearing the audio processor again. Re-implantation has been suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user no longer has any hearing sensation with the device. There are no reported incidences of trauma or health problems. Re-implantation has been suggested. No new information is available as the country is still under quarantine.